Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device developed physical damage along the left side edge with spreading cracks, after which the touchscreen and top buttons became unresponsive and the user could not unlock the device. Symptoms included no injury. Outcomes included device unusability and interruption of normal operation, and a replacement was arranged with return of the damaged unit. Investigation included remote assessment and verification of shipping details. Investigation of this case revealed a cracked or broken display assembly and associated user interface failure consistent with mechanical damage to the enclosure and screen components. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external stress.